Event description:
It was reported that the ilet battery charger would not charge the device, as evidenced by no indicator light from multiple outlets, and a replacement charger was requested. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem associated with the battery charger, with a power source problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.